Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a depuysynthes sales representative. Part 279722500, lot t0405: supplier: tomz corp. The devices were released on may 17, 2005 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during a procedure, the surgeon was using the rob stabilizer and noted it felt loose and was toggling on the head of the screw. On inspection, the instrument tip at point of contact with the rod was splayed. It was noted there was no surgical delay and no malfunction of the screw or rod. This report is for a rod stabilizer. This is report 1 of 1 for (B)(4).